Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 414 mg/dl. The customer took 28 units of insulin to treat high blood glucose. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. Customer is not at home at time of call and does not have any extra sets with her. Customer stated that she was able to re-prime the pump and she will re-attached her-self back to the pump and monitor blood glucose closely.